Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 1.20mm x15mm emerge balloon catheter was advanced for dilatation. When device was inside the patient, the shaft broke. The physician pulled everything out from the patient to completely remove the broken shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.